Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 926381 lot 1803215 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd believes that the reported discolored unit package could be caused by burnt film of the blister. The burnt film could be produced in the sealing dye during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Bd concludes that a punctual failure in that system, produced an ineffective refrigeration of the sealing dye, so during a stoppage of the machine, the film of the blister gets burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film does not affect the sealing properties of the primary packaging of the product. DHR showed no indication of the alleged defect.

Event description:
It was reported that packaging was discolored with 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, translated from chinese to english: after opening the shelf carton, it was found that the unit package discolored.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packaging was discolored with 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. The following information was provided by the initial reporter, translated from chinese to english: after opening the shelf carton, it was found that the unit package discolored.